Event description:
Facility reported needle retracted into sheath during treatment. The needle was checked before insertion and the needle was locked. This incident happened 2 hours into the treatment. The patient lost less than 100ml of blood.